Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump's infusion set was causing under delivery; as a result the customer's blood glucose was 400 mg/dl at the time of the incident. Troubleshooting was not performed. The insulin pump will not be returned for analysis.